Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Unable to become a mother [infertility female] blood infection...bacteria - vagina [bacterial vulvovaginitis] fever [pyrexia] lost one (tampax tampon) - vagina [foreign body in reproductive tract] it smelled like a dead animal- vagina [vaginal odour] case narrative: consumer reported via social media that a tampon became lost in her body. No serious injury reported.